Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of investigation a final/supplemental report will be submitted. (B)(6).

Event description:
It was reported that before surgery that the device was leaking. No harm or delay were reported as it relates to this event. No adverse event was reported. Due diligence is complete and no further information is available.

Event description:
No additional information is available.

Manufacturer narrative:
This incident has been recorded under (B)(6). Review of the most recent repair record determined there was an air leak as the swivel was loose and missing the seal. The swivel was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.